Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported right side ¿suffered or will suffer debilitating physical pain¿, "was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom¿, ¿disability¿, ¿loss of earnings; and loss of quality of life¿, "mental suffering¿, ¿suffered emotional distress, anxiety", "capsular contracture¿, ¿deformity¿, ¿depression¿. Device as been explanted.